Event description:
The initial reporter stated they received a questionable elecsys hcg test system ver. 3 result from one patient sample tested on the cobas e411 rack. The initial result was reported outside of the laboratory. The doctor questioned the result which prompted a rerun. The initial result was 3.32 mlu/ml with a data flag. The first repeat result was 288.3 mlu/ml a data flag. This repeat result was deemed correct. The second repeat result was 283.3 mlu/ml a data flag. The reagent lot number is 614888. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer(fse) performed mechanical and instrument checks with acceptable results. He inspected the results data for any issues. He verified that the instrument was performing within specifications. The investigation is ongoing.

Manufacturer narrative:
The calibration performed on 27-oct-2022 was within specifications. The qc recovery prior to the event was within the customer's provided ranges. The alarm trace did not indicate any issues. The field service engineer (fse) found no cause for the issue. The investigation did not identify a product problem. The cause of the event could not be determined.